Event description:
Per international affiliate, it was reported that the surgeon revised a skyline plate patient due to infection. The patient was first operated in (B)(6) of this year and developed an infection. The surgeon had difficulty removing the plate and the orthopedic surgeon on call came in to assist. They pulled on the plate and the construct consisting of one skyline one level plate and four skyline self-drilling screws came off in one piece. A shaped vg2 allograft was added to one of the vertebrae to fill the cavity. Surgery was delayed 60 minutes and patient needed extra grafts. The following mfg. Medwatch reports are being filed for the one skyline plate and four skyline self-drilling screws that were involved in the event: 1526439-2014-11571, 1526439-2014-11572, 1526439-2014-11573, 1526439-2014-11574, 1526439-2014-11575.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.